Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires causing discomfort and blisters to develop on the patient's back. It was reported that the patient was bedridden and that the patient's sister had placed padding on the wires to help but that caused discomfort as well. The patient did not require any medical intervention. The patient removed the lifevest and the blisters healed.